Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2006, patient underwent the following procedure: transforaminal lumbar interbody fusion left l4-5, l5-s1 left to treat the following diagnosis: herniated nucleus pulposus l5-s1, degenerative joint disease l4-l5-l5-s1. On (B)(6) 2007, the patient underwent the following procedures: removal of hardware, exploration of fusion, instrumentation from the l4 to the sacrum, repair of pseudoarthrosis l4-5 with rhbmp-2/acs to treat the pre-op diagnosis of pseudoarthrosis l4-5. Op note: the old incision was opened and carried down to the spinous process and transverse process, exposing the instrumentation at l4 motion at the 4-5 level the screws were then removed and the fusion mass was exposed and the l4-5 facet joint was fond to have motion. The l5-s1 facet was fused. The soft tissue was meticulously removed from the posterior element and the transverse processes. Rhbmp-2/acs was then prepared and allowed to set for 20 mins, then wrapped around bone graft. The l4-5 facet joint on the left side. The transverse processes were prepared and decorticated and rhbmp-2/acs was placed across the transverse processes at l4-5. Screws were inserted at s1 and l4 on each side using three 7mm screws and a 6.2 mm screw on the right at l4. Caps were placed on the screws, placed into the caps and then the tops of the screws were applied. The lower screws were tightened with the torque device. Compression was placed across the pseudoarthrosis area at l4-5 and the set screws were tightened with the torque device, locking the rods in place. Prior to placement of the rhbmp-2/acs, the wound was copiously irrigated with antibiotic solution. The patient tolerated the procedure well and left the operating room in satisfactory condition. It was reported that the patient experienced unspecified injuries due to rhbmp-2/acs.